Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 410 mg/dl. The customer stated that their insulin pump was not delivering insulin. The customer was treated for the high blood glucose with manual injections. The customer was assisted with the issue and stated that they will change their sets. The customer did not return the product back for analysis.